Event description:
Pt alleged that there was a mechanical failure in the device; and the device failed to generate an error. Pt switched to back-up device. No treatment was received as a result of this incident.